Manufacturer narrative:
A specific root cause could not be determined with the information provided for investigation. Based upon the information provided, the air leak found by service was most likely not the cause of the event. The data provided could not rule out pre-analytical factors.

Event description:
The customer received questionable results on ion selective electrode (ise) sodium (na), potassium (k) and chloride (cl) for 67 samples. Of those 67, 44 samples were found to have erroneous na results reported outside of the laboratory and 5 samples were found to have erroneous na and cl results reported outside of the laboratory and 2 were samples were found to have erroneous na, k, and cl results reported outside of the laboratory. The customer stated qc was in range on (B)(6) 2013, but then something happened and the questionable results were generated. The customer noticed the issue at 10:00 pm when two samples caused a delta alarm. The initial results for all patients were reported outside of the laboratory. The samples were repeated on (B)(6) 2013 on the same analyzer. The customer deemed the repeat results to be the correct results. It is unknown if there was an adverse event. The lot numbers for the na and cl electrode in use were not provided by the customer. The field service representative found an air leak in the ise system. He reseated the sipper probe tubing, removed, dried and reseated the electrodes. He verified there were no leaks on valves behind the syringes and drain. He performed checks and precision testing. The customer verified controls.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.